Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and determined that the communication problem was caused by the battery. The stm replaced both batteries and verified operation and performed functional checks and electrical safety checks to factory specifications. All checks were passed and the iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery in slot 2, frequently looses connection. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported. The date of event is unknown.